Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose (bg) level was 518-520 mg/dl. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issues were verified, but the alleged battery gauge issue could not be verified.